Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of patient numbness was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include PICC placement technique, nerve damage, non-device related factors, transitory effects of the procedure, and patient condition; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebv2223 showed no other similar product complaint(s) from this lot number. Device remains in patient.

Event description:
Per ms&s: spouse states that patient had a powerpicc solo inserted in the left arm. Spouse states that since the powerpicc solo was placed patient left thumb has felt numb. Patient states now the left thumb is totally numb and now the tips of the left fingers are numb. Spouse does not know if the brachial vein was utilized. Spouse states that patient is receiving chemotherapy through the powerpicc solo. Ms&s informed spouse to contact patient's physician concerning the total numbness in the left thumb and numbness in tips of left fingers evaluated.